Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. Fluid was able to freely flow through the fluid path. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No issues were found with the device that would affect the delivery of insulin. The device generated an 0x18 alarm, indicating that the reservoir had reached empty. The plunger was confirmed to be at 0% full.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported bent cannula, hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 380 mg/dl while wearing the pod between 24 and 36 hours on the arm. The patient stated that they woke up at 2 am on (B)(6) 2021 with a high blood glucose (bg) level of 280 mg/dl. The patient was also vomiting. They then bolused and went back to bed. The patient stated when they woke up the next morning around 6 am their bg levels were 380 mg/dl. They then decided to go to the hospital. They were treated at the hospital with intravenous therapy with fluids, insulin drip and zofran for the nausea and protonix for the vomiting and acid reflux. They stated that the cannula on the pod looked a little bent after it was removed. Patient was admitted for 1 day.